Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer reported issues with authentication error. The reported issue was investigated and attempted to be replicated. Per the abbott diabetes care compatibility guide, the reported configuration of [ios 17.5.5] is not compatible with the customer's reported application. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An authentication error was reported with the freestyle libre app. The customer reported encountering ¿feature not available¿ error message. The customer experience loss of consciousness. There was no report of third-party intervention, and no further information was provided. There was no report of death or permanent injury associated with this event.